Event description:
It was reported that during manual thresholds testing oversensing was seen of atrial flutter waves. Technical services (ts) reviewed the case and noted that the oversensing of the atrial flutter was significant but no episodes were stored. It was discussed c changing the sensitivity although ts was not advocating this change as the device was a defibrillation device and needed to be able to sense ventricular fibrillation (vf). The health care professional (hcp) agreed with ts and no changes were made to date. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that during manual thresholds testing oversensing was seen of atrial flutter waves. Technical services (ts) reviewed the case and noted that the oversensing of the atrial flutter was significant but no episodes were stored. It was discussed c changing the sensitivity although ts was not advocating this change as the device was a defibrillation device and needed to be able to sense ventricular fibrillation (vf). The health care professional (hcp) agreed with ts and no changes were made to date. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to correct the impact codes.